Event description:
It was reported that patient missed her refill that was scheduled for (B)(6) 2012. It was stated that the patient had issues getting the drugs for her pump. Therefore patient had not been using her boluses as to save on drug. It was added that the pump was not alarming and had the patient used all her boluses her pump was scheduled to alarm on (B)(6) 2012. Drugs delivered via the device were fentanyl, bupivacaine and baclofen.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 201, explanted: unk. (B)(4).